Event description:
A critical alarm occurred due to a motor stall post MRI. The drug being administered via the pump was unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).